Event description:
The customer reported that the insulin pump had a keypad anomaly. The up arrow button on the insulin pump was unresponsive. Customer's blood glucose level was 100 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.